Manufacturer narrative:
Reported event of lead suture detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair of the vagina performed on (B)(6) 2014. According to the complainant, during the procedure, the leg suture detached outside the patient when the physician was pulling it through the sacrospinous ligament. The procedure was completed with the second uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.